Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) in (B)(6) 2015. The local representative was experiencing difficulties establishing telemetry from this device implanted in an obese patient. Ts suggested that a magnet be positioned over the device to determine if magnet tones were audible. A single magnet was applied with no audible response. Ts recommended using a different programmer. Additionally, multiple stacked magnets can be positioned over the device to confirm the presence of magnet tones. The patient is scheduled for another device check in (B)(6) 2015. Boston scientific received information from the local representative that the patient did not show up for the scheduled (B)(6) 2015 in-clinic device follow-up. According to the local representative, the patient is not compliant with scheduled in-clinic follow-ups. Boston scientific received information that this patient was seen in-clinic again in (B)(6) 2015. The local representative contacted ts to review interrogation troubleshooting techniques. Ts discussed the use of multiple magnets to reset the device and the use of another programmer. The local representative reported that tones were not audible despite the use of multiple magnets and the use of a stethoscope. The patient will be scheduled for a device explant procedure.

Manufacturer narrative:
Upon explant and return, the device will undergo laboratory testing to determine root cause.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The clinical observation of no telemetry was confirmed. The device case was opened and testing of the battery found the cells to be more depleted than expected. The battery was removed and replaced with an external power source. The device was monitored for telemetry error when heated to 37 degree celsius, 40 degree celsius and at room temperature. No telemetry errors were encountered at these various temperature conditions. X-ray examination of the battery cells identified no anomalies and electrical testing verified there were no internal shorts within the cells. Analysis concluded the cause of the no-telemetry condition was battery depletion; however, the cause of the depletion could not be identified.

Event description:
Boston scientific received information that this patient was presented back to the ep laboratory on (B)(6) 2015. The chronic model#1010 device was explanted and replaced with model#a209 without difficulty. The local representative noted that during the procedure, annotated noise markers were identified when the external defibrillator was charging. Noise markers were not identified when the external defibrillator was not charging. Ts agreed that this observation was related to the charging of the external equipment.